Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found crystallization around the surface of the reference electrode. The system was inspected. All electrodes were removed, cleaned, and dried. The mixing vessel was cleaned and all reagents were replaced. Ise checks, calibration, controls, and precision studies were run; all results were within specifications. Medwatch UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. The reporter noted they had issues getting calibration and controls within range at the beginning of the sample run, but these finally recovered within range. The reporter also noted they have received ise noise errors. The sample initially resulted in a na value of 128 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 135 mmol/l. The repeat value was believed to be correct. The na electrode lot number and expiration date were requested, but not provided.